Manufacturer narrative:
Concomitant products: product ID: 3389-40, lot# l84348, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3389-40, lot# l84348, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that the patient¿s symptoms had returned and they could not ¿stand sit down or eat and sleep¿ beginning in (B)(6) 2015. A loss of stimulation and therapy was reported. The patient was on medication, but this was not helping. The patient was also drowsy and was said to have hallucinations at night. The consumer wanted to have the device checked because they thought the battery was low or depleted, however the patient programmer had not been used to check the device because they were afraid to use it. No diagnostics/troubleshooting, actions/interventions, or patient outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indication for use: movement disorders refer to manufacturer report 3004209178-2015-15570

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# l84348, implanted: (B)(6) 2000, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID 3389-40, lot# l84348, implanted: (B)(6) 2000, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received from the consumer reported that the patient met with their healthcare professional and the voltage was checked and was fine. The device was working as intended. The healthcare professional decided it was a medication issue and medications were adjusted. The patient was doing well now.